Manufacturer narrative:
Device not returned.

Event description:
Reportedly, valve explanted after 9 yrs and 11 months due to aortic insufficiency and congestive heart failure, no further information provided.